Event description:
It was reported that when the devices, with reload cartridges, were used during an unknown procedure, they would not fire. Another device was used successfully to complete the case. There were no consequences to the pt.